Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue: dislodged stent. It was reported that while the pt was in recovery from hip replacement surgery they experienced decreased st. The pt was taken to the cath lab and a stenosis was noted in the circumflex, highly calcified. They attempted to direct stent, but the device would not cross. Resistance was met and extra force was used. Then another company's balloon catheter was used for pre-dilatation and a second attempt was made to cross; however, the device failed to cross again. Upon removal, it was noted that the stent was missing. They flushed the guiding catheter and cut it open but couldn't find the stent. They then performed a CT of the head and chest and still couldn't find it. Another stent was placed to complete the procedure. The patient's condition is fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
.